Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4) user's test strip had poor storage (bathroom) test strip UDI# (B)(4)

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of 240 mg/dl using truebalance meter and 101 mg/dl using another device. Tests were performed back to back fasting. The customer's expected fasting blood glucose test result range is 89 - 99 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6)2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history: a 105mg/dl (B)(6)2017 10:11 am fasting: yes. A 128mg/dl (B)(6)2017 04:19 am fasting: yes. A 240mg/dl (B)(6)2017 03:19 pm fasting: yes. A 95mg/dl (B)(6)2017 08:07 am fasting: yes. A 233mg/dl (B)(6)2017 05:27 pm fasting: yes. Memory concerns: customer is concern with the results taken on (B)(6)2017. Customer have only been using the meter since (B)(6)2017 and he have been getting high blood results.